Event description:
It was reported that the customer was having issues with the insulin pump. Customer received a weak battery alert, at that moment she did not have a battery. She took off the insulin pump and did it manually. Customer was hospitalized due to a bent cannula. This occurred due to customer not having serter, so she inserted manually and caused the bent cannula. This happened twice in two days. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
The date of event provided with the initial report was incorrect. The correct date of event has been provided with this report.

Event description:
It is reported that a customer was at the hospital on (B)(6) 2015. The customer's blood glucose was unknown at the time of the call. It is unknown why the customer was at the hospital. What the customer stated that they received a low battery alarm. The customer mentioned that they use (B)(6) batteries instead of the (B)(6) aaa alkaline batteries which were recommended. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Cross reference svn 305781958 for related documentation.